Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed that the drill bit broke as reported. The break is clean and straight across at the transition from part that mates with the chuck to the outer diameter of the drill bit. There is a lot of scoring on the shoulder and for about 2 mm down the outer diameter away from the break. There are a lot of dings on the cutting flutes towards the end of the drill bit and the edges are dull. The returned device was manufactured in july 2003 and is over 8 years old. The cutting edges are significantly worn and dull with numerous nicks and scratches on them which would significantly reduce the cutting efficiency. The device complaint history does not suggest a systemic problem with this reamer as there are six complaints over the past two years, out of 7000 devices distributed.

Event description:
It was reported that during a tfn procedure, the stepped drill bit broke at the chuck during use. All pieces were retrieved and the surgeon used another reamer to complete the procedure with no adverse effect to the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for this complaint (B)(4). Procedure was reported to be trochanteric fixation nail.